Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the right cylinder had a tear. The device was explanted and replaced leaving the reservoir in place. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the right cylinder had a tear. The device was explanted and replaced leaving the reservoir in place. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscopic evaluation revealed that the first cylinder had wear at fold in the middle and proximal end of its body, and the kink resistant tubing (krt) was worn to the filament. In addition, the cylinder exhibited broken fabric threads from wear in its proximal end and holes in the outer tube from fatigue in its distal end. When the first cylinder was inflated with syringe, a bulge was identified. The component did not pass leakage test. Microscopic examination of the second cylinder noted wear at fold in the proximal and middle end of its body and its krt was also worn to the filament. Cylinder two passed leak testing. The pump was microscopically inspected and tested for leaks. No leaks were identified; however, it was noted that the krt was worn to the filament and the outer layer of the pump bulb was worn from wear. Based on the information available and analysis results, the holes and the fluid leak identified in the first cylinder could have caused or contributed to the reported clinical observations.